Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient replaced the broken coffee machine and the oversensed noise has resolved. No intervention is planned and the patient will be monitored.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed noise resulting in pacing inhibition for more than 10 seconds resulting in syncope. The patient is intermittently pacemaker dependent. The noise was 50hz occurring every 20 seconds. The health care professional (hcp) suspects a broken coffee maker as the source of the noise. Boston scientific technical services (ts) advised bringing the patient into the clinic for further troubleshooting.